Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments/partial display, flashing logo, or display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test however, moisture damage was found on the electronic assembly during visual inspection. Device was received with scratched case, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.